Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that supposed 3 weeks after the pacemaker implantation rising threshold was noted. The patient was asymptomatic. The device was reprogrammed but the problem has not been solved. Further threshold tests were necessary. An implant and event date are unknown.